Event description:
It was reported that a warehouse found two final drivers both with fractured tips during inspection after they were returned from a hospital. The hospital did not provide any patient or surgical information with the returned devices. This is report one of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3003853072-2022-00007.

Manufacturer narrative:
Corrections in d9 and h3. Additional information in h6: component, investigation type, findings, and conclusions. Inspection: visual inspection revealed that the tips of both drivers were fractured off. DHR review the dhrs were reviewed. There are no indications of manufacturing issues which would have contributed to this event and the devices were likely conforming when they left zimvie¿s control. Potential root cause a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. This event could also be attributed to off-axis forces applied during use. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that a warehouse found two final drivers both with fractured tips during inspection after they were returned from a hospital. The hospital did not provide any patient or surgical information with the returned devices. This is report one of two for this event.